Event description:
Reports a pacing failure occurred while in use.

Manufacturer narrative:
The actual device in the reported incident was returned to the manufacturer to be evaluated. Continuity testing was performed per specification on the returned sample. The testing was conducted with vigorous manipulation to the catheter body, manifold and leads (excessive bending, squeezing, etc.) And no abnormality was found. The proximal line and distal line had perfect continuity and there was no short circuit in the catheter electrical system. There was no loss in continuity that could result in pacing failure. There are no other reports of this nature against the reported lot number.